Event description:
Harmonic laproscopic shears broke while in use in the patient during the procedure. The shear tip broke off the instrument. The tip that broke off was retrieved by doctor and removed from the patient. The harmonic shear along with the broken tip were removed from the sterile field.